Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to push the device but it was noticed that the distal portion of the stent struts got flattened. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.